Manufacturer narrative:
Concomitant medical products: ddmd3d1 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p waves during atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.